Event description:
Revision surgery - the patient was suffering from stiffness. The surgeon removed the scar tissue, cleaned, and irrigated the implant in order to improve range of motion.

Manufacturer narrative:
The reason for this revision surgery was to remedy limited range of motion and stiffness after 9.7 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the stiffness and limited range of motion was most likely due to scar tissue. There is no information reported that showed a material, design, or manufacturing problem with the product.